Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. Reportedly, patient encountered prime issue after completing rewind and load steps. Patient was able to complete priming after multiple attempts with different infusion sets. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 02/26/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find any prime related records. On investigation, the pump powered up properly. A rewind/load/prime sequence and a 24 hour pump exercise were executed without any incidents. The investigation was unable to duplicate the reported prime issue. The force sensor calibration reading was high out of specifications. The pump casing was opened to further investigate and the force sensor resistance reading was within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.